Manufacturer narrative:
The device was received for evaluation with the cannula assembly fully deployed. No damages or deficiencies were observed that would contribute to the cannula dislodging. The download data showed that a 0x1c expiration alarm was generated by the pod after 80 hours of operation. This is not a failure of the device but rather a safety feature of the device. Damage was observed to the top and bottom housing, as well as to the reservoir, reservoir cap, and the ratchet gear teeth. Due to the alignment of the damage to the top and bottom housing and the internal components, this damage was determined to be post use damage. The exposed portion of the soft cannula was observed to be kinked. Fluid was unable to flow through the complete fluid path due to the kinked soft cannula; however, no leaks or tears were observed on the fluid path. The exact timing and cause of this damage cannot be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.7. Hardware: iphone13.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) levels rose to greater than 250 mg/dl between 1 and 4 hours of wearing the pod. The patient reported going to their healthcare provider¿s office on (B)(6) 2026, and was seen by the diabetes educator since their bg level was running high, and they were feeling nauseous. The patient did not see the doctor and did not require a visit to the emergency room. Diabetes educator reviewed the omnipod 5 system with them and pod placement techniques. The patient further stated they were receiving hazard alarms and noted the high bg levels were because the cannula had dislodged from their back. The patient did not realize the cannula had dislodged as it was under the pod. The patient reported that their bg levels are doing much better since they spoke with the diabetes educator.